Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It is reported that the customer had high blood glucose levels of 288 mg/dl. The customer reported that the keypad of her insulin pump was not responsive. The customer reported that the insulin pump timed-out while she was trying to enter her blood glucose levels. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.